Event description:
Baxter reported that a leak occurred during therapy on a yume set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage in the tubing of a yume-set. The sample was observed to have a cut/hole/tear near the tack weld. The root cause is not known for sure, however, the most likely cause is that the tubing came out of the tack weld nest prior to the tack weld. Thus, they were not in proper position when the tack weld occurred. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.